Manufacturer narrative:
(B)(4). Damaged joint cover. The analysis found that device (a) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed properly during functional testing. Please note to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (b) was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An (B)(4) with the one piece sled partially advanced 1/16 was present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5ge1d, (mfg date 4/30/2012; exp date 3/30/2017). The analysis found that device (c) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed properly during functional testing. Please note to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5g55u, (mfg date 4/10/2012; exp date 3/10/2017). The analysis found that device (d) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed properly during functional testing. Please note to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5g80x, (mfg date 4/23/2012; exp date 3/23/2017).

Event description:
It was reported that during a gastric bypass roux en y procedure, each device worked for part of a firing then the battery died. The reverse switch did not work and the manual override had to be used to release the device. There was no tissue damage. A (B)(4) device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Jejunum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First for all devices. What color cartridge was being used? White for all devices. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? 3 devices were difficult to remove. Is there any other additional information you would like to share about this device or procedure? The staff and surgeon have used this device 100s of times already and have not had issues, both staff and surgeon have been inserviced. How far did the devices fire? Did the devices fire halfway through the cartridge? Did the devices begin to fire then immediately stop? Were the staples and the cut line the same length? The devices fired a very short distance then stopped.